Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 6th of march 2017 for further investigation. During the investigation the fse performed the decontamination procedure on the instrument and replaced all filters. Then the fse ran samples on the instrument until varient peaks diappeared. Fse ran calibrators and quality control and all results were within range. Instrument is functioning as intended and released. No further actions is required by the fse. The most probable cause of the reported event was due to contamination of the instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2017 the customer reported h-varient and failed calibration on their g8 instrument. Customer indicated that the column count is 15, filter count 281 and retention time was 0.60 after the filter flow was adjusted. The technical support group (tsg) asked the customer to check for any leaks while running patient samples and none were noted. The chromatograms were sent to tsg for review and they confirmed h-varient after ao. Customer is using all h lot material. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.